Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having issues with the reservoir and infusion set. The caller stated that she was hospitalized for a heart attack attributed to her blood glucose according to the doctors. The customer stated that she opened the reservoirs and attempted to fill them with air, but the air was shot out automatically. No further information was provided.